Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure this right ventricular (rv) lead and device were found to have calcium built up them. The physician was unable to cauterize down past a portion of the lead. As the device was pulled out of the pocket a large portion of calcium was stuck to it. The header remained intact to the lead. A torque wrench was utilized to take the terminal pins out of the header to free the lead and connect the new device. This rv lead was explanted due to fracture and a new rv lead and device were successfully implanted. No additional adverse patient effects were reported.